Manufacturer narrative:
A titan otr pump, two cylinders, and a reservoir were received for analysis. Separation within the longer pump exhaust tubing was noted at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the separation was within abrasion, indicating repetitive contact between surfaces. Microscopic evaluation revealed surface abrasion on all pump tubing and strain reliefs. Microscopic evaluation revealed surface abrasion on the shorter pump exhaust tubing. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Microscopic evaluation revealed surface abrasion on the inlet tubing segment / connector. No functional abnormalities were noted with inlet connector / tubing segment. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing were overlapping while in-vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress to cause a separation through the longer length pump exhaust tubing at tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, tubing fracture the lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.